Manufacturer narrative:
B3 is an approximated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Pump was visually inspected and had bodily fluid in the block chamber. Pump passed the leakage test. The cuff was visually inspected and was identified to have folds. The cuff passed the leak testing. Lastly, the balloon was identified to be scaled on the shell. Balloon did not pass the leakage test due to a tear from fatigue inside scaling. Based on the information available and analysis results, the leak identified in the balloon could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented urethral atrophy, the aus presented a mechanical problem. The aus was explanted and replaced. There is no additional information reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented urethral atrophy, the aus presented a mechanical problem. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
B3 is an approximated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.